Event description:
Literature: reig e, abejon d. Spinal cord stimulation: a 20-year retrospective analysis in 260 pts. Neuromodulation. 2009; 12(3):232-239. Summary: this article presents a retrospective review of 260 pts treated with spinal cord stimulation implants for the treatment of pain from 1983-2002 from two centers, and were analyzed by pain type and group. Reportable event: nineteen pts who showed much improvement with treatment died after implantation. No cause of death or relationship of the pts' deaths to the stimulation therapy was reported. See literature article with MFR report # 2182207200907312.